Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the phacoemulsification tip with metal shard in it during cataract surgery (with (iol) intraocular lens implant). The procedure was completed with use of another tip. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip without a wrench was received in a plastic container with lid from the report. The returned sample was visually inspected and was found to be non-conforming. The sample had raised metal inside the bevel and on the outside ledge of the bevel. Nicks were observed on the outside of the cannula's tip and the bevel surface. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the file was reviewed by the manufacturing site. Photo is a screenshot of the initial reported issue with a photo of a pak label. Reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The complaint evaluation confirms the phaco tip with metal shard for the reported complaint. The root cause is a manufacturing related as the bevel burr identified could have been missed during inspection. A non-conformance record has been completed for the issue of phaco tip with metal shard. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).